Manufacturer narrative:
An observational evaluation was performed on the returned valve. As received, the leaflet tissue appears to be somewhat translucent near the free edge and at the middle of the cusps indicative of tissue dehydration that presumably occurred post explant. Moderate to severe host fibrous (pannus) tissue growth was observed on the inflow (ventricular) side of the valve. The pannus tissue encroached onto the surface of the leaflets formed a closed band of pannus ring within the valve frame. The pannus growth was more intense on leaflet 2 that covered more than half of the inflow surface. The host tissue growth also resulted in minor retraction at the free edge of leaflet 2 at commissure 2 side. The host tissue growth on the other leaflets was minor. The leaflet was noticeably stiffer when probed with fingers that is most likely attributable to the host tissue overgrowth and subsequent storage in formalin. There is a small calcification nodule on leaflet 3, most likely located in the host tissue, was depicted by x-ray imaging. Two tiny calcification nodules on leaflet 2, most likely located in the host tissue, were revealed by x-imaging. Otherwise, no tissue calcification was detected on any of the bioprosthetic leaflets. The impact of the host tissue growth on the valve functionality remains unclear as ¿the leaflets seemed to be capable of opening normally¿ in vivo. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of high gradient, stenosis and pannus was visually confirmed. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm near the free margin of leaflet 2 at the ouflow aspect, causing the leaflet to be rolled towards the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Host tissue restricted the leaflets mobility and led to stenosis, which likely contributed to the reported "high gradient." Serrated markings were observed on leaflets 2 and 3 near commissure 3. X-ray demonstrated the wireform to be intact.

Event description:
It was noted that there was unintentional entry into the rv and emergent left fv cpb, with subsequent mediastinal bleed w/svc obstruction while in ICU and had to undergo reoperation and complicated by svt arrest requiring multiple defibrillation's and vf. He is now stabilized off pressor support with tenuous sv02, but normal central pressure with av paced due to underlying junctional rhythm with improved oxygenation.

Manufacturer narrative:
(B)(4). High gradient can be a result of possible valve related and/or non-valve related issues. In this case, it was reported that the aortic stenosis was secondary to aortic supravalvular anatomy with angulation above the level of the valve. There were no issues noted with the valve performance. The leaflets were opening normally. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The explanted device has been returned for evaluation; however, the analysis has not yet begun. A supplemental report will be submitted with findings once completed.

Event description:
It was reported that a 3300tfx 23mm bioprosthetic aortic valve, implanted approximately for two (2) years and two (2) months, was explanted due high gradients. There was aortic stenosis secondary to aortic supravalvular anatomy with angulation above the level of the valve. Echo demonstrated an lv outflow tract gradient from ventricle to ascending aorta of 66mmhg. Tee showed good valve motion; however, the patient's ascending aorta was extremely angulated. Valve inspection and replacement was recommended. Intraoperatively, the valve appeared to have pannus on the inferior surface; however, the leaflets seemed to be capable of opening normally, but the valve was heavily angulated and the aortic closure had created an angulation at the top of the noncoronary cusp. The patient underwent redo-avr with a 11500a 25mm inspiris resilia valve and ascending aortic root patch plasty with bovine pericardium. The patient tolerated the procedure well and was returned in critical condition to the cardiac surgical ICU.